Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its pocket was failed. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had failed, and auxiliary drawer 3.2 was showing row board errors. A field service engineer (fse) reseated the row board cables at the drawer board, and both ends of the retractor bands for drawers 3.1 and 3.2. The fse also signed into diagnostics, tested all pockets, and removed any debris found underneath the pockets. All pockets tested good, resolving the issue. The customer was able to access medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its pocket was failed. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.